Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Explant date: n/a, lens remains implanted. Initial reporter name and address: - telephone number: (B)(6). The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the optic was slightly damaged/marked, possible by the injector plunger overlapping the lens. The lens remains fully inserted and no medical interventions have been performed. The surgery went good. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the preloaded unit was not returned for evaluation. However, two provided photos were evaluated by a subject matter expert. Picture one showed a pseudophakic eye, claimed to be implanted with a tecnis eyhance simplicity, model dib00. A mark (triangular shape ) located near to the central portion of the optic was observed which measured approximately 1.7x1.3x2.0 mm. Picture two showed the tip of a delivery system (cartridge tip) with the plunger rod tip extended beyond the cartridge tip. Although the quality of the picture does not seem to be optimal, no issue could be observed. The complaint issue of cosmetic issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.